Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information had been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The procedure was performed on a 30cm complete occlusion of the sfa. A significant amount of time was spent crossing the lesion with multiple balloons and wires. The re-entry area was in the popliteal artery, which was mildly calcified. When the enteer balloon was inflated and oriented properly, the enteer wire would not exit the proper port. It would exit the other port and even with the use of a torque device the wire would not turn easily. Many approaches were attempted to remedy this, including changing the pressure on the balloon. The physician tried to deflate the balloon to help exit the port without success. Additionally, the physician tried at several locations along the artery but none were successful. Due to the length of the procedure and contrast usage the physician decided to bring the patient back on a different date for further treatment. Evaluation of the returned devices found that there were traces of biological material through out the guidewire lumen. A test guidewire was not able to advance in the catheter. Please reference MDR 2183870-2015-00310 for the other device used in the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.